Event description:
It was reported that the device battery is not charging. There was reportedly no patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a device repair option was requested. The customer called back and informed the remote service engineer that the battery is fully charged and no further action required. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.